Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that 3 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the procedures of immediate load was performed and fenestration occurred during surgery.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist sent new information about the event. Thus, the event evaluation was modified according to the new information received. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 3 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the procedures of immediate load was performed and fenestration occurred during surgery.